Event description:
I had a left total hip replacement on (B)(6) 2009. I rec'd the depuy total hip system pinnacle 100 acetabular cup sz mm58. Prior to surgery, I had pain located in the groin radiated into my thigh. I had difficulty sitting or walking. After surgery, the pain went away but then in the (B)(6) 2011, I was sent for labs which showed elevated levels of cobalt in my blood and then aspiration of both hips was done in (B)(6) 2011 showing metallosis of both hips. I had extensive debonding of the proximal quarter of the implant. I had revision of my left total hip replacement on (B)(6) 2011 requiring add'l hospitalization. Dates of use: (B)(6) 2009 - (B)(6) 2011. Diagnosis or reason for use: left hip osteoarthrosis. On (B)(6) - (B)(6) 2011 - home therapy. On (B)(6) - (B)(6) 2012 - physical therapy.